Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The evaluation experienced door not fully latched message caused by loose link screws (upper and third). The screws were replaced.

Event description:
It was reported that a spectrum pump displayed door not fully latched messages. It was also reported that there was no pt injury.